Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Physio-control further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the contamination of all internal components. The customer has been provided with a replacement device.

Event description:
A customer contacted physio-control to report that their device had illuminated all 3 symbols in readiness indicator. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The device will be returned to physio-control for evaluation.

Event description:
A customer contacted physio-control to report that their device had illuminated all 3 symbols in readiness indicator. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.